Event description:
It was reported that ¿the product was installed into the handle and could not run. No patient contact during the event. No patient involved in this event.¿ analysis of the device found that the bur had broken.

Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. (B)(4). Product evaluation: when compared to the assembly drawing: the inner shaft was broke 0.697¿ from the distal face of the inner hub which would have resulted in the reported malfunction. The break point corresponds to the proximal end of the outer tube in the front hub. When viewed under magnification, there was deformation of the locking area on the front hub and striations around the outside diameter of the break point indicating metal on metal contact. This type of break has the potential to cause the device, (B)(4), to overheat. The information indicates excess pressure was applied during use which caused the deformation of the locking area; which then caused the inner shaft and outer tube to rub together until the inner shaft broke. There was no indication of device fragments and the breakage would have been contained by the outer tube and the handpiece. Based on the above observations; the underlying cause is consistent with, misuse / user error. (B)(4). Method: microscopic inspection; results: stress problem; friction problem.